Event description:
It was initially reported by the patient's nurse that the patient experienced a shocking sensation when the implantable neurostimulator (ins) was on. The nurse was unsure how long the shocking had been occurring. Additional information was received from the company representative that reported the patient felt a shocking sensation that originated from the mid-back and ended at the pocket site. The patient also experienced pain and muscle spasms. The shocking occurred 4-5 times in a couple day period and the patient sought medical attention. All impedances were within the normal ranges. The patient's physician did not believe the sensation the patient experienced was related to the ins. Reprogramming was performed. If additional information is received, a follow up report will be sent.

Event description:
It was further reported that the patients system had been explanted specifically due to shocking. It was stated that ¿it went off.¿

Manufacturer narrative:
Concomitant medical products: product ID 39286-65, serial# (B)(4), implanted: (B)(6) 2011. Product type: lead: product ID 37752, serial# (B)(4). Product type: recharger: product ID 37743, serial# (B)(4). Product type: programmer, patient: product ID 3550-39, lot# n244474, implanted: (B)(6) 2011. Product type: accessory. (B)(4).

Manufacturer narrative:
(B)(4).

Event description:
Additional information received reported that the medtronic representative had not had contact with the patient since (B)(6) 2012 . It was stated that the patient's stimulation system was explanted and that the patient was implanted with a different therapy. It was unknown if there was any troubleshooting or tests run on the stimulation system before explant. No further information was provided.